Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver clonidine and dilaudid. The indication for use was non-malignant pain and failed back surgery syndrome. On 2016-03-30 it was reported that the pump was alarming or beeping and the alarm was described as a critical alarm. It was noted that the pump just quit beeping. It was also reported that the pump had quit infusing and the patient was not receiving drug. The patient had an MRI 4-5 days ago but the states that they had been due for a refill and the pump went empty 4-5 days ago. The patient had missed their scheduled refill. It was reported that the patient had moved to south carolina and did not have a managing physician. It was also noted that the pump was near the expected elective replacement indicator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.